Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, elevated ion levels, dislocation, and pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear and metallosis.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, elevated ion levels, dislocation, and pseudotumor. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.